Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, an air bubble was noted in the luer lock and bubbles were observed to be exiting the cartridge when a site change was performed. The customer's blood glucose level was elevated; however, at the time of the report, blood glucose level was coming down. Customer reported that infusion set is changed every 3-4 days.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.